Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the product did not cut correctly. The skin created ¿waves" during the samples. No additional unplanned skin graft needed in order to complete the surgery. Due diligence is complete. No further information is available at this time.

Event description:
No additional event information available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). G2: foreign: france. This medwatch is being filed to relay additional information. The following sections were updated/corrected: b3, b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h10. Review of the most recent repair record determined the position of the control bar was not correct. Visual inspection of the image provided identified that no determinations could be made on how the "wave" occurred. The position of the control bar was recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Root cause could not be determined. The event was confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.